Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the charge button failed to work during operational testing. One therapy pca was returned for failure analysis. The specified problem was duplicated in the fa lab. The pca failed to charge/shock due to contamination of unknown origin to the pca.

Event description:
It was reported to philips that the charge button failed to work during operational testing. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the charge button failed to work during operational testing. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board.